Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(6). Manufacturing date: (B)(6) 2012. Expiry date: (B)(6) 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: sales representative went to hospital to collect the expired consignment stocks. Sales rep was informed by a nurse that some products were used during surgeries which occurred on (B)(6) 2015. Upon checking the case report, sales representative confirmed that some products used were expired. This is report 7 of 8 for (B)(4).